Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage at quick release. The issue occurred with two infusion sets. No further information available.